Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to infection; pain (right).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.